Event description:
It was reported that the ventilator was pulled into an MRI scanner. There was no patient harm. Manufacturer's ref #: (B)(4).

Event description:
It was reported that the ventilator was pulled into an MRI scanner. There was no patient harm. Manufacturer's ref #: (B)(4).

Event description:
Manufacturer's ref #: (B)(4).

Manufacturer narrative:
The user facility did not repair the ventilator instead decided to scrap it. The ventilator operates in a field of up to 20mt (200 gauss) for tunnel scanners and up to 10mt (100 gauss) for open scanners. Before using the ventilator in the mr environment, conditions must be met, including placing the ventilator outside the 200 gauss (20mt) safety line, which must be marked around the mr scanner. These conditions are stated in the declaration for the use of the ventilator in the mr environment, and are included as part of the "mr environment agreement". Our conclusion is that the incident was caused by the user not following the requirements for use of the ventilator in mr environment. H3 other text : 4117.